Event description:
Prepectoral tissue expander reconstruction complicated by left defective tissue expander of unknown etiology with deflation. The tissue expander was removed, and evaluated. There was a rent measuring approximately 3 mm near the medial tab. The tissue expander was sent to manufacturer for evaluation. Manufacturer response for breast tissue expander, (brand not provided) (per site reporter). [Name redacted], manufacturer rep, provided results of investigation that the device was found with a "hole" to be consistent with a poke or cut into the silicone. Rep contact information below. [Name and contact information redacted].